Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a paedigav (part # fv272t) was implanted during a procedure performed on an unknown date. According to the complainant, a calcified catheter was observed. The patient underwent a revision procedure. The complaint device has not been returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure.

Event description:
No further information. No sample available for investigation.

Manufacturer narrative:
Manufacturing and quality control data: due to the limited information and the missing product, the traceability of manufacturing and quality control data could not be performed. We ensure that our manufacturing and quality control system guarantee that only products conforming to the specifications in the final quality checks are released to the market. Conclusion information: an investigation was not possible because the product is not available. Due to missing information (patient data, serial number, device itself), we are unable to provide a meaningful analysis.